Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As stated by the customer, device showed error messages: error 8 and 5 due to defective dual pressure module. No known consequences to the patient. (B)(4).

Manufacturer narrative:
(B)(4). A field service technician has been sent out for investigation and found defective dual pressure module (dpm), material# 70105.3595, serial# (B)(4)). This was the second time the dpm had to be replaced on the same hl base unit. The same error (5 and 8) occurred first time on (B)(6) 2016, caused by defective dpm. This issue was handled under complaint# (B)(4). Due to the fact that during lce-investigation related to complaint# (B)(4), only the error 5 could be reproduced and no root cause for the defective fuse on the dpm could be determined, it has been decided that the dpm affected in this case ((B)(4)) will be requested as well for further investigation at life cycle engineering (lce). The dpm has been investigated by lce as follows (investigation report# (B)(4)): the dpm was installed to a hl20 console. During startup the device displayed the error 8. Error could be reproduced. Both error messages (8 + 5) could be confirmed, as the error 5 is a result of the error 8 and the device can only display one error message. During investigation of the dpm it has been found that the fuse "f2" and "f3" are defective. Thus the failure could be confirmed. No indication has been found that the defective fuses were caused by the dpm. As this is the second occurrence of this error on the same hl20 console, most probable the voltage supplied of the power supply module (psm), mat.#70105.3055 (located on the hl console itself) caused the error. The psm should be checked by using an oscilloscope. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4).